Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed. An intermittent error 211.2000 was received. No patient involvement was noted.

Event description:
It was reported that the preventive maintenance failed. An intermittent error 211.2000 was received. No patient involvement was noted.